Event description:
It was reported that the customer was admitted to an intensive care unit with hyperglycemia and ketoacidosis. A malfunction of the insulin pump was suspected and the infusion set cannula was found to be bent below the subcutaneous tissue. Upon changing the infusion set cannula, customer's condition stabilized. Customer's blood glucose was not provided. The insulin pump is not being returned for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.